Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was loaded with a white cartridge. When they went to fire the device, the cartridge dislodged from the device and fell inside the patient. The cartridge was retrieved. This occurred a couple of times inside the patient and a several times outside the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4).